Event description:
Received a new philips dreamstation in (B)(6) 2019. About a month later, went to a hotel and was in the hot tub. That evening, had severe sinus reaction that lasted 2-3 days. Ever since then, I've had a dry cough that affects me every day. I went to an ent to look into the cause. Suggested it may be due to reflux, so over the last couple years I've gone in for multiple tests to determine the extent of the reflux, even going so far as to consider a risky procedure to control it- all to try to alleviate the cough that I've been dealing with. I have had sinus issues for years, and have gotten sinus infections off and on while using the device. The last few months, I've experienced daily headaches that I have been attributing to my sinus issues. I use a soclean device with my CPAP, and earlier this week was informed of a recall that philips has issued for the device that I use involving soclean ozone cleaners and a foam that is used in the CPAP devices. It is said to cause respiratory issues, coughs, headaches, etc. I may have no way to know if my symptoms were related to a sinus infection and reflux as I'd originally thought, or if they were all actually a result of the use of my CPAP device, but the timing of the issues with when I started to use the device makes me feel it's worth noting here just in case. FDA safety report ID # (B)(4).